Manufacturer narrative:
Correction: section b1-type of report - product problem was inadvertently not checked off in the initial report. Correction: section h6- the health effect - clinical code should have been 2388-inadequate pain relief and 1924-failure of implant rather than 2388-inadequate pain relief only.

Manufacturer narrative:
The patient's weight was inadvertently omitted from the initial report. Correction: section b5 - the following statement was inadvertently omitted from the initial report: high impedances were present only on one of the patient's leads. Section d10 - concomitant medical products and therapy dates- the medical products should have been drg lead and drg ipg rather than mn10450-50a and 3664. Section h11- provide narrative date: the following statement was inadvertently omitted from the initial report the allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8546328. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on all contacts and loss of stimulation on their left side. Imaging ordered showed patient having extra bone growth on their hip. Surgery may take place in the furture.